Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was experiencing pain at ipg site and following multiple falls patient experienced ineffective therapy, both patients leads have high impedances and patient is unable to enter MRI mode. Surgical intervention was undertaken on (B)(6)2024 wherein ipg and leads were explanted and replaced to address the issue.

Manufacturer narrative:
Correction e1- initial reporter information updated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that ipg pain has resolved.